Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (alarm 29) with multiple cartridges during the load process. Reportedly, the customer was able to successfully load a cartridge after multiple attempts. Blood glucose (bg) level was 300 mg/dl at the time of the call; and bg was not impacted during follow up call. Reportedly, the customer had manual injections available as alternate insulin therapy.